Manufacturer narrative:
This report is submitted on july 12, 2021.

Event description:
Per the clinic, the patient experienced an infection in the inner ear and subsequently was treated with oral and topical antibiotics (date and duration not reported). During the otoscopy, the electrode array was found to be extruded resulting in the decision to explant the device. The device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient as of the date of this report.